Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient¿s trial immediately relieved all of their symptoms. However, they did experience pain and discomfort with moving. They had to sleep on the couch. The trial lasted two weeks. During the trial, the leads migrated and came out of the spine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.